Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 43 mg/dl at the time of the incident. The customer was at 105 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed and the customer stated the reservoir was pushed while the customer was connected. The customer also got a no delivery alarm. The insulin pump will be returned for analysis.